Event description:
It was reported that right atrial lead and right ventricular leads exhibited high impedance. On (B)(6) 2018, both leads were explanted. No further information was available.

Manufacturer narrative:
A complete lead was returned in two segments with the connector portion measuring 4.6 cm and distal portion measuring 48.1 cm for analysis. External insulation abrasion breaching the outer insulation and exposing the outer coil noted 4.6 ¿ 5.0 cm from the distal tip, consistent with friction to another device or features of the heart. External insulation abrasion breaching the outer insulation and exposing the outer coil noted 12.1 ¿ 14.0 cm from the distal tip, consistent with friction to another device or feature of the heart. Outer insulation was cut 18.1 ¿ 18.9 cm from the distal tip, consistent with procedural damage. The outer coil filars were fractured and melted at this location. The cause of the reported event was isolated to fracture of the outer coil filars due to external abrasion consistent with friction to another device or features of the heart.